Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection, urinary urgency, hematuria, urinary frequency, vaginal bleeding and vaginal discharge. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection, urinary urgency, hematuria, urinary frequency, vaginal bleeding and vaginal discharge.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation with concurrent procedure of cystourethroscopy. Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, fistulae, bleeding and extrusion. (B)(4).